Event description:
A defective display was reported to covidien service center on (B)(6) 2014. Covidien service center during service found that the n65 pulse oximeter display was missing segments on (B)(6) 2014. This was found when the monitor was first turned on during testing. The failure happened when the device was not being used on a pt.

Manufacturer narrative:
The EU service engineer found that the missing segments was caused by the universal interface (ui) printed circuit board (pcb). (B)(4).